Event description:
Additional information received reported further event detail regarding the infection and seroma. On (B)(6) 2002, the patient was one week status post pump replacement and was presenting with persistent nausea and vomiting and difficulty swallowing. The patient was then seen again on (B)(6) 2002 at which time the patient was 20 days post-operative and presented with a seroma of the pump and some erythema in the lateral aspect of the pump. The healthcare provider (hcp) aspirated approximately 120 cc of serosanguineous material from the seroma. On (B)(6) 2002, the hcp noted mild cellulitis in the pump pocket along with the seroma. The erythema was still present as well as mild edema. At that time the patient had been on keflex and bactrim "double strength" for 7 days. As of (B)(6) 2002, the hcp indicated that the infection of the pump pocket had "basically resolved." The patient remained on the bactrim for another 3 days at that time. The hcp planned to do a pump revision and reconnection of the catheter within the next two weeks as long as there was no recurrent sign of infection. As of (B)(6) 2002, the wound was healed and the infection was noted to be gone. The hcp noted that "the pump pocket seems to be healing well with a good clean wound." The medications in the pump were morphine, clonidine and compounded baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
The reporter stated after going to a second pump, she had a "bad staph infection." It was later reported by the health care provider (hcp) that the patient had a staph infection in (B)(6) 2012 which had lasted for 21 days. It was indicated that the pump was turned off but was not explanted at that time. It was noted that the patient was treated with antibiotics and the location of the infection was unknown but the catheter was suspected. It was unclear whether the hcp was referring to the same staph infection that was originally reported or if this was a different staph infection. No further information was reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot # j0058186r, implanted: (B)(6) 2001, product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).